Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer states that when there is weight on the lift, it will go up but slowly drifts down.